Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had a prime and fill anomaly on the insulin pump. The customer stated that the insulin pump was squirting out insulin during the manual prime process. They had changed the infusion set and reservoir but the issue recurred. Troubleshooting was performed. The customer's blood glucose level was 326 mg/dl. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Unable to prime during the prime test and compromised force sensor system alarm during the basic occlusion test due to faulty force sensor resistor. Pump passed the stop current test, run current test and displacement test. Unable to perform the self test, unexpected restart error test, off no power test, occlusion test and no delivery test due to compromised force sensor system alarm. The insulin pump had minor scratched display window.